Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient¿s recharger was not taking a charge unless they held their connector pin directly into the recharger. It was noted that the patient¿s connector pin was loose, and the patient was experiencing shaking. An email was sent to repair and the patient would be receiving a replacement in the mail. There were no further complications reported.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found that the cable assembly had broken/bent connector and damaged pins. Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was last seen on (B)(6)2019 and had not notified the office of any problems.